Manufacturer narrative:
H3, h6: it was reported that, after a total hip arthroplasty surgery was performed, the patient experienced loosening of the stem. This adverse event was treated by a revision surgery in which a sl-plus standard stem 0 non-cemented and a oxinium fem hd 12/14 32mm +0 were exchanged to competitor devices, while a r3 3 hole acet shell mm48 remained and a r3 0 deg xlpe acet lnr 32mm x 48mm was exchanged. Patient's current health status is unknown. The device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. As the batch number is unknown, it is not possible to perform a complaint history review at batch level, and the complaint history review based on the product number revealed no additional similar complaints. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.23, ed. 03/21) states osseointegration problem/loosening of implant not related to bone-ingrowth of the component as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tha surgery was performed on (B)(6) 2014, the patient experienced loosening of the stem. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a sl-plus standard stem 0 non-cemented and a oxonium fem hd 12/14 32mm +0 were exchanged to competitor devices, while a r3 3 hole acet shell mm48 remained and a r3 0 deg xlpe acet lnr 32mm x 48mm was exchanged. Patient's current health status is unknown.